Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement which was greater than 200 ohms. A boston scientific technical services consultant reviewed the device data which only showed stable shock impedance measurements in the 40-60 ohm range. The associated right ventricular lead is a from a competitive manufacturer. The consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.